Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within 24 hours of being implanted, the right atrial (ra) lead dislodged. During the repositioning procedure, it was noted that the helix was slightly stretched. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was received extended and stretched. If information is provided in the future, a supplemental report will be issued.